Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 - product analysis: the device was returned and evaluated by product analysis on 10/12/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no abnormal pump behavior; a replace battery alarm occurred without the user replacing the battery. The pump subsequently powered off. A battery compartment crack was observed. The battery cap was able to secure properly to the pump; the coin slot was damaged and removal was difficult. The pump successfully completed a prime sequence and 24-hour exercise test without alarms or issue. The pump¿s power draws were found to be within specification. Unrelated to the complaint, the bolus button cover was damaged. No bolus button response issue was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.